Event description:
Related manufacturer reference number 1627487-2024-08122 it was reported that patient experienced ineffective therapy after heavy lifting. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The event of impedance issues was reported to abbott. The extensions were explanted and replaced due to impedance issues. The ipg remained implanted. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.